Event description:
It was reported that the patient presented for remote follow up via merlin.net with the right ventricular lead exhibiting a trend of high pacing impedance. The patient was not pacing dependent. Further information was requested but not received.